Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, an investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. After inserting the sheath, it was used for a while, and blood was reversed from the port. After septal puncture it occurred. After the event was confirmed, the catheter was judged unnecessary to be taken in and out, and the use was continued. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. Hemodynamics were not compromised due to bleeding. Approximate volume of blood loss was reported as few drops, but the exact amount is unknown.¿ there were no patient consequences. No medical intervention was required.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. After inserting the sheath, it was used for a while, and blood was reversed from the port. After septal puncture it occurred. After the event was confirmed, the catheter was judged unnecessary to be taken in and out, and the use was continued. The procedure was completed without patient's consequence. Device investigation details: on 19-oct-2021, the device investigation was completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00001630 number, and no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 4/21/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)